Manufacturer narrative:
(B)(4).

Event description:
The neurologist reported that his programming system was not working and suspected that it may be the tablet usb cable. It was reported that the tablet itself works fine, but it cannot communicate with the generator. The tablet displays the "retry" message. The neurologist replaced the 9v wand battery, and then changed the wand with a known working wand, and received the same message. A replacement usb cable was provided to the physician and was working successfully with the tablet. It was reported that the tablet works fine. Return of the old cable was requested but the physician indicated that he wants to keep it (although not recommended) so the cable is not being returned at this time.

Event description:
Troubleshooting also included removing and reinserting the cable into the tablet and waiting 15 seconds before reinterrogating but was reportedly not successful (before replacement of the cable).